Event description:
The patient reported receiving three shocks. She stated the lead broke. Additional information was subsequently received from the physician's office reporting lead fracture. The pace/sense portion of the lead was capped and replaced with a new lead. The high voltage portion remains in use. Subsequent information was received reporting high defib coil impedances of greater than 200 ohms. The pace/sense portion of the lead had previously been replaced due to high impedance and oversensing. Now, the entire lead was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: distal conductor fractured; partial lead in segments returned and analyzed. The patient reported receiving three shocks. She stated the lead broke. Additional information was subsequently received from the physician's office reporting lead fracture. The pace/sense portion of the lead was capped and replaced with a new lead. The high voltage portion remains in use. Subsequent information was received reporting high defib coil impedances of greater than 200 ohms. The pace/sense portion of the lead had previously been replaced due to high impedance and oversensing. Now, the entire lead was replaced. No further patient complications have been reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination component/subassembly failure lead conductor device was out of specification in a manner that relates to event device breakage impedance, high lead(s), fracture of oversensing shock, inappropriate.